Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) was used successfully and hemostasis was achieved. The patient left the procedure room stable with palpable pulse. However, at some point following the procedure, the patient lost the pulse in the leg and the physician brought back the patient into the laboratory for an angiogram and found out that the sealant was in the artery. Therefore, the physician ballooned and aspirated the material out and the patient stabilized, and pulses returned post procedure. The patient had highly calcified vessels which first attempted to close it using the device however, it was failed. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The type of procedure was the mynx vcd used was peripheral interventional procedure. The deployer¿s mynx training status was in training with the control. There was presence of pvd / calcium in the vicinity of the puncture site. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button #1. The procedural sheath was not greater than 7f prior to introducing the mynx. Treatment was given to restore distal blood flow. 2 closure devices were used in this patient. The patient¿s outcome/status after the mynx event was recovered. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿mynx control sealant inaccurate placement (intravascular)¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the intravascular deployment since there was not report of sealant deployment issues. However, patient factors and handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was used successfully and hemostasis was achieved. The patient left the procedure room stable with palpable pulse. However, at some point following the procedure, the patient lost pulse in the leg and the physician brought back the patient into the laboratory for an angiogram and found out that the sealant was in the artery. Therefore, the physician ballooned and aspirated the material out and the patient stabilize, and pulses returned post procedure. The patient had highly calcified vessels which first attempted to close it using perclose device however, it was failed. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The type of procedure was the mynx vcd used was peripheral intervention. The deployer¿s mynx training status was in training with control. There was presence of pvd / calcium in the vicinity of the puncture site. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button #1. The procedural sheath was not greater than 7f used prior to introducing the mynx. Treatment was given to restore distal blood flow. 2 closure devices were used in this patient. The patient¿s outcome/status after the mynx event was recovered. The device will not be returned for analysis.